Event description:
It was reported that the ilet user accidentally entered two meal announcements, which led to a low glucose episode that was corrected with oral glucose. At the time of the call the user¿s glucose was 127 mg/dl. Symptoms included hypoglycemia with a nadir of 68 mg/dl. Outcomes included serious injury leading to unexpected medical intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an accidental duplicate meal announcement, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.